Event description:
Product analysis for the tablet serial cable was completed and approved on 10/05/2015. An analysis was performed on the returned usb to db9 cable and no anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.

Event description:
It was reported on (B)(6) 2015 that the physician's tablet was having an open port error message. It is believed that the serial cable is the issue. This was determined by swapping out components to identify the serial cable as the issue. The tablet serial cable was received for analysis on 09/15/2015. Product analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).